Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (cranial): ifuse implant, p/n 7050-90, lot# 493784, mfd. 12/02/16, exp. 2021-12-02, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7040-90, lot# 493824, mfd. 01/14/17, exp. 2022-01-14, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient's si joint pain initially resolved for 18 months before reporting they complained of a recurrence of pain symptoms. The surgeon determined that the cranial and middle positioned implants were loose and not fully across the si joint. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implants using chisels and replaced them with longer and wider implant of the same type. The surgeon did not adjust or remove the third preexisting implant. The patient is doing well following the revision procedure.